Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had consistent over-pressure alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had consistent "over-pressure alarms" while infusing neonates. The customer tried connecting to a patient and disconnected, however the device still alarms. There was patient involvement, but no harm. Bd learned through due diligence the following information. There have been multiple events spanning over the past several months. The "over-pressure alarms" refer to occlusion alarms.